Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced a power loss on their insulin pump several times. The patient's blood glucose level was 202 mg/dl at the time of the call. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected off no power alarm noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.